Manufacturer narrative:
The technician replaced the brake caster to repair the bed.

Event description:
Information received indicates, the brake caster swivel is not holding when the brake is applied.